Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk ICD implanted: 2011-(B)(6); 429678 lead implanted: 2011-(B)(4); 5076-52 lead implanted: 2011-(B)(4). (B)(4).

Event description:
It was reported that the device pocket had eroded and there was partial exposure of the implanted leads. The implantable cardioverter defibrillator (ICD) system was explanted due to suspected infection. The right ventricular (rv) defibrillation lead broke during laser and mechanical extraction. Therefore the lead remains partially implanted. Additional information was received that a new ICD system was implanted. No further patient complications have been reported as a result of this event.